Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited premature depletion due to atrial fibrillation. This is normal depletion due to increase ratio of at/af. The power consumption was increased to 65uw due to at/af since may. Fast ventricular and atrial sensing noted and that increase sensing processing. Recommendation was given to consider to change vvi without atrial sensing if af would be continued. Device remains in service and it is being monitored. No adverse patient effects were reported. This complaint is part of (B)(4) sensing of chronic high atrial rates reduce longevity.